Manufacturer narrative:
To date, limited information has been provided. Based on the limited information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. Regarding infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the patch. An unresolved infection may require removal of the device." The lot number reported is not a valid number. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
It is alleged by the patients attorney that on (B)(6) 2015, the patient underwent surgery for repair of an incisional hernia. As reported, a bard/davol ventralex hernia patch mesh, reference number 0010303, lot number huva0810 (note: lot number is not valid) was implanted to repair the hernia defect. It is alleged that on (B)(6) 2015, the patient underwent an additional surgery to remove infected mesh and reconstruct the abdominal wall. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex hernia patch.

Manufacturer narrative:
To date, limited information has been provided. Based on the limited information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. Regarding infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the patch. An unresolved infection may require removal of the device." The lot number reported is not a valid number. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, no conclusions can be made. Per medical records review, about 4 months post implant of ventralex mesh, patient was diagnosed with infection and hernia recurrence thereby underwent partial removal of mesh. Instructions-for-use supplied with the device lists infection and hernia recurrence as possible complications. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
It is alleged by the patients attorney that on (B)(6) 2015, the patient underwent surgery for repair of an incisional hernia. As reported, a bard/davol ventralex hernia patch mesh, reference number 0010303, lot number huva0810 (note: lot number is not valid) was implanted to repair the hernia defect. It is alleged that on (B)(6) 2015, the patient underwent an additional surgery to remove infected mesh and reconstruct the abdominal wall. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex hernia patch. Addendum per additional information provided: (B)(6) 2015 - patient was diagnosed with midline superior incisional abdominal hernia thereby underwent open repair with implant of ventralex mesh. Per operative notes, ¿the hernia sac was identified and completely removed. A large ventralex mesh was placed and sutured.¿ (B)(6) 2015 - patient was diagnosed with abdominal wall wound with incisional hernia thereby underwent open repair with removal of infected mesh. Per operative notes, ¿the infected portion of the abdominal mesh was removed. An abdominal defect was identified and then it was repaired with a piece of biological mesh.¿ attorney alleges that the patient had infections, pain, hernia recurrence, emotional injuries and hernia.